Event description:
Boston scientific received information that this patient was being upgraded from a single chamber implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). The left ventricular (lv) and right atrial (ra) leads were successfully implanted. When the chronic right ventricular (rv) lead was attached to this cardiac resynchronization therapy defibrillator (crt-d) ((B)(4)) there were intermittent pauses noted on the monitor; strips showed that atrial paced and atrial sensed beats periodically resulted in oversensing and pacing inhibition on the rv electrogram (egm). The patient was pacemaker dependent and pauses greater than two seconds were occasionally observed. Connections were checked multiple times, programming parameters were modified and the issue was still noted. A second crt-d ((B)(4)) was opened, used, and yielded the same results. In vvi mode there was normal function, however, the physician did not want the device programmed vvi, nor did he want to revise the leads. Therefore, a competitor's device was then connected with similar observations noted, however, due to an available pacing algorithm rv pacing remained available and with a decreased rv sensitivity the oversensing appeared resolved. The competitor's generator remained in service with the chronic rv lead and newly implanted ra and lv leads. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm field observations.